Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot, part: 03.010.424, lot: 8116780, manufacturing site: bettlach, release to warehouse date: 28.dec.2012. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the threaded part of the connector is broken off below the last thread flank. The broken part was not sent back for investigation. Moreover, the connector is in a very used condition with numerous hammer marks on top of the head as well as at the bottom side and the shaft. Dimensional inspection: a dimensional test is not appropriate, since the broken part is missing and all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Summary: the complaint is confirmed as the connector is broken as reported. However, based on the findings above no fault could be found in material or during the production. This failure is typically consistent with inadequate handling of the device in combination with excessive force application. The numerous hammer marks at the bottom side of the head, gives us an indication that the device was used during removal which is not the intended use of the connector. The surgical technique does describes to use extraction screw 03.010.411, for the removal procedure. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Initial reporter is company representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an impactor for proximal femoral nail anti-rotation (pfna) system broke. Human error was suspected. Concomitant device reported: unk - insertion instruments (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).